Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Follow up has been attempted but inconclusive as the patient moved between the time of death and implant, the only contacts available were the implanter who had no contact number for the patient's new physician. Evaluation summary: (B)(4): the device was returned, analyzed, and primary analysis results revealed no anomalies found. Analysis of the leads are in process; the results will be forwarded when available.

Event description:
The implantable cardiac defibrillator system was returned with no information. A database search revealed the patient had expired approximately (B)(6) post implant. Follow up has been inconclusive. No complaints or allegations have been made against the device or any of the individual components.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Follow up has been attempted, but inconclusive as the patient moved between the time of death and implant, the only contacts available were the implanter who had no contact number for the patient's new physician. Evaluation summary: (B)(4) the device was returned, analyzed, and primary analysis results revealed no anomalies found. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that inner tubing kinked/buckled, the outer insulation had a cosmetic depression and there was apparent explant damage. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had a cosmetic depression. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had a cosmetic depression.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Follow up has been attempted but inconclusive as the patient moved between the time of death and implant, the only contacts available were the implanter who had no contact number for the patient's new physician. Analysis of the device is in process; the results will be forwarded when available.